Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was found on the black screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3-1 not detected on bus. The field service engineer (fse) replaced the half height interface printed circuit board (pcb) to address the reported issue. Post-replacement, the system was verified for proper operation. The system functioned as intended after the field service engineer (fse) resolved the issue.